Manufacturer narrative:
Additional information: the site confirmed the event was related to the onyx frontier stents. Correction: during the index procedure the proximal left anterior descending artery was treated. The clinically driven target vessel revascularization was performed in the proximal circumflex (cx). It was stated that there was possible restenosis of distal left main and ostial left circumflex. Device lot details provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two onyx frontier drug eluting stents were implanted in the left main coronary artery (lmca) and in the left anterior descending artery (lad). During the index procedure 6 nc euphora balloons and 1 launcher guide catheter were also used. Approximately 7 months post the index procedure the patient underwent a clinically driven target vessel revascularization of the lcma and the cx to treat in stent restenosis during which one onyx frontier stent was implanted. During this revascularization 3 nc euphora balloons,1 euphora balloon and 1 launcher guide catheter were also used. Approximately 16 months post the index procedure and 8 months post the revascularization procedure, the patient suffered from intermittent chest pain. The patient went to emergency department after the chest pain worsened and underwent cardiac catheterization. It was stated that there was possible restenosis. Stent thrombosis was confirmed by angio in the onyx frontier stent. The event was treated with hospitalization and a surgical procedure - cardiac catheterization used for diagnostic purposes. The patient has not recovered. The patient was taking dual antiplatelet therapy within 24 hours prior to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.